Event description:
During a cervical radiofrequency ablation procedure using a neurotherm grounding pad, a pt burn occurred. The neurotherm grounding pad was applied to the upper flank below the shoulder blade prior to the procedure. It was noted that the application site was not prepped prior to use and the pad was applied to an area with hair present. During lesioning, the pt complained of pain and the procedure was stopped. The pad was removed and a blister the size of a quarter was observed. A new pad was applied away from the burn area and the procedure continued without incident. The pt was treated with antibiotic cream and discharged.